Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user's son stated the front wheel broke off and snapped off at the stem.